Event description:
Post angiogram of the zenith device placement noted the proximal portion of the main body graft was impinging upon the left renal artery. The left renal artery was selected and another manufacturer's stent was deployed within the renal artery securing patency of the vessel. At the conclusion of the procedure good flow through both renal arteries was viewed. No endoleak presence was detected.